Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? The initial approach, diagnosis and indication for the initial surgical procedure in 2011? Other relevant patient history/concomitant medications? Onset date of pain and incontinence? When was the mesh exposure first noted by a physician? Mesh exposure site/location and diagnostic confirmation? Please describe surgical findings of re-operation (B)(6) 2018. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure in 2011 and the mesh was implanted. The patient experienced partial exposure of tape, with some pain and incontinence. The patient underwent also a total removal of mesh, vaginal repair and cystoscopy on (B)(6) 2018. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Additional method codes: (B)(4).